Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump buttons were sticking. There was no button response. The patient's blood glucose at the time of incident is unknown. The caller stated that the insulin pump alarmed insulin flow blocked. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The insulin pump passed leak test. The insulin pump received with all buttons responding properly. No display ramping on its own anomaly was noted. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device received with faded serial number label. The insulin pump received with cracked keypad overlay at select button. The insulin pump received with minor scratched display window, case and keypad overlay.